Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: lumbar spondylosis with primarily discogenic pain at l4-5 and l5 -s1 and a previous lumbar decompression at l5-1, potential for l5 irritation in the foramen at l5 ¿ 1 and minimal lateral recess at l4-5 and underwent the following procedure: two level minimally invasive tlif at l4-5 and ls-s1 with instrumentation using cannulated screws and rods as well some implants in which rhbmp2/acs was used.